Manufacturer narrative:
B2 date of death was added. Required intervention was added as it was omitted from the initial report that was submitted. B5 clinical review/rationale was added. D6b revised explant date since the initial report was submitted.

Event description:
Clinical review/rationale: a 71 year old male was admitted with a type 2 myocardial infarction in the setting of severe anemia secondary to a gastrointestinal bleed. A left heart catheterization was completed, and multivessel disease was identified. Systemic heparin was initiated and gastrointestinal bleeding subsequently worsened, with a gastroenterology consultation pending. The following day, the patient underwent a staged percutaneous coronary intervention with impella cp support. The next day, impella cp was removed and exchanged for impella 5.5 under fluoroscopy, which was inserted via the right axillary artery. The patient¿s clinical state prior to initiation of 5.5 support was scai stage d. The activated clotting time was 300 and a sodium bicarbonate purge solution was utilized. 5.5 placement was confirmed with echocardiogram, which measured 5.4 cm from aortic annulus. The pump was on p7, and 3 point fixation devices placed. The patient's pulses were present bilaterally. Systemic heparin remained held throughout impella 5.5 support while the critical care team awaited initial gastroenterology recommendation. On day 3 of 5.5 support, care was withdrawn, the patient placed on palliative care, and the patient expired. The death and bleeding will be conservatively reported to the impella 5.5; however, the device is unlikely to have contributed to the patient¿s death and bleeding, which was most likely related to the patient's underlying critical clinical condition as they presented with scai shock stage d for myocardial infarction and gastrointestinal bleed.

Event description:
The complainant reported that a patient was escalated to an impella 5.5 from an impella cp. During support of impella 5.5 on (B)(6) 2025, critical care team was concerned patient may have gastrointestinal bleed (gi bleed) and possibly stop systemic heparin this evening. Systemic heparin was turned off as patient continues to have melena, bloody gastric content and bloody sputum. Multiple blood products were administered. Care was withdrawn, patient expired. Additional information regarding the impella cp is unknown

Manufacturer narrative:
A4 is unknown: b2. Date of death information was not available in the complaint record accessible for MDR assessment at time of reporting. Investigation summary: major bleed: the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Device history review: the pump s/n: (B)(6) passed all the post sterile inspection checks.